Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after an percutaneous transluminal angioplasty (pta) with carotid artery stenting interventional procedure using an 8f sheath. Reportedly, the formed knot (surgical knot) was pulled out of the anatomy during knot advancement. A new proglide device was used to achieve hemostasis. There was no adverse patient effect. No additional information was provided.